Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were having issues with sensors. Blood glucose level at the time of incident is unknown but was reported low and customer was admitted to the hospital. Troubleshooting did not occur because sensor is lost. Customer also reported issues with meter. It was not reported whether auto mode feature was in use. Product will not be returned for analysis.